Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer may have double bloused for a meal. The contact alleged this occurred because upon reviewing the pump bolus logs, there were three entries (food/ blood glucose (bg), standard, and then standard completed). Additionally, the customer was a new pump user, and the settings may need adjustment. The customer's bg level was 54 mg/dl, and was treated with juice and candy. Tandem technical support educated the contact that three entries appear for each standard bolus completed, and it does not seem as a duplicate bolus had been delivered. The contact acknowledged that most likely one bolus had been delivered; however, was unable to confirm the information due to the customer's pump being unavailable. The contact declined further follow-up and reported bg level had returned to target range. Additionally, it was confirmed that health care provider (hcp) would be consulted regarding adjustment to the pump settings.